Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had chipped retainer ring. Customer stated that the battery cap was loose. Customer had issues with the insulin pump. Customer stated that the reservoir did not lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. Device passed displacement test. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. No damage on retainer ring noted. (B)(4).